Event description:
This is filed to report recurrent mitral regurgitation. It was reported through a research article that 849 patients underwent edge-to-edge mitral valve repair (m-teer) from 2008 to 2019. Within two years of the procedure, the implanted mitraclip may have caused or contribute to recurrent mitral regurgitation (mr). Additional information is listed in the article, titled ¿staging heart failure patients with secondary mitral regurgitation undergoing transcatheter edge-to-edge repair.¿

Manufacturer narrative:
Date of event, implant date/explant date: dates estimated. The UDI number is not known as the part and lot numbers were not provided. The device was not returned for analysis. The lot history record (lhr) review was not performed because this incident was based on an article review and no lot information was provided. Based on available information, the cause of the reported mitral valve insufficiency/ regurgitation (recurrent mr) could not be determined. The reported patient effect of mr, as listed in the mitraclip system instructions for use (IFU), is known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design, or labeling. Article titled ¿staging heart failure patients with secondary mitral regurgitation undergoing transcatheter edge-to-edge repair.¿